Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken light guide bundle in the video cable section, and the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction, light transmission being lost or too low was traced to a broken light guide bundle in the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.